Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign material. The foreign material was unable to be identified. There was no damage or deformation of the nozzle the event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." 4) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 5) "while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. - remove detergent solution from all channels." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water nozzle of the subject device was blocked and no air would come out. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to foreign material in air/water nozzle, service found the bending angle was out of specification and there was play in the angulation. The air/water supply volume was out of specification due to clogged nozzle. Scratches were observed on the grip, the forceps channel port, the scope connector case, and the plastic distal end cover. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.